Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra was unable to perform an evaluation as the device was discarded by the customer. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text: device discarded.

Event description:
Left-side mammography and ultrasound detected rupture.

Event description:
Left-side mammography and ultrasound detected rupture and left-side late forming seroma. Seroma date of event: (B)(6) 2023.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.